Manufacturer narrative:
The tool has been returned and analysis is pending. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
It was reported the dissecting tool fractured when initially turning the cranial flap. It was reported there were no patient symptoms or complications associated with this event. Report was escalated to a product event due to the reported malfunction. The surgeon replaced the tool with another tool of the same model and had no other issue. On follow up the physician and initial reporters contact information was provided. No additional information was available for the attachment that was used with the tool.

Manufacturer narrative:
Report confirmed. Evaluation determined the tool was used and fractured. Only the proximal portion of the tool was returned. Both cutting edges have impact defects and material donated by the metal object it struck. The impact defects and donor material are consistent with the tool running against a metal object. The most likely cause of the tool failure is the tool contacting a metal object during use at multiple locations along the cutting edge creating small notches. One of those notches caused a crack to propagate across the cross-section of the tool, leading to fracture. The tool geometry is optimized for high efficiency in dissecting bone and the cutting edge is sharp and thin; it is less effective on materials much harder than bone. The user manual includes the following general safety precaution: ¿visually inspect attachments and tools. Do not use bent or damaged tools.¿ if a tool contacts metallic objects, the user should re-inspect to confirm the tool is not damaged. We will continue to monitor this complaint type for trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.